Manufacturer narrative:
Investigation summary: a device history record review was completed by our quality engineer team for provided material number 306575 and lot number 1019576. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that syringe 10ml saline fill ce had a difficult to move plunger. The following information was provided by the initial reporter: "material no: 306575, batch no: 1019576. It was reported that the plunger stuck, will not flush. Date of incident: (B)(6) 2021. Incident details: 10cc normal saline syringe plunger stuck, will not flush. Who was affected? Patient. Manufacturer code/model: 306575, serial or lot number: 1019576."